Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. A video was provided. Visual inspection of the video noted that the clamshell was visible and it was closed, but the side tabs wouldn't lock. It was reported that the clamshell was unable to close as expected. The reported issue was confirmed. The most likely root cause could not be established from the information available. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during servicing, the top secure clips all of the shells in the box were not locked. There was no patient involvement.